Manufacturer narrative:
Incident date not provided. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was replaced and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Per additional information received, the reported event was an electronic issue with the switch that did not affect ventilation. This represents a condition where the electronic portion of the microswitch fails. This failure reports the incorrect ventilation "mode" on the display, but the pneumatic portion is still intact for ventilation to occur and is non-hazardous. H3 other text : per additional information received, the reported event was an electronic issue with the switch that did not affect ventilation. This represents a condition where the electronic portion of the microswitch fails. This failure reports the incorrect ventilation "mode" on the display, but the pneumatic portion is still intact for ventilation to occur and is non-hazardous.